Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer reseated the connections, tested the voltage, cleaned the sensor, and performed testing in hardware test application. The customer tested the device multiple times, and the service was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia es the station has failed drawer. The customer stated that there was a delay in accessing medication to patient also failure happened during medication issuance. There were no adverse events or injuries reported based on this incident.